Event description:
A consumer reported through social media that following an intraocular lens (iol) implant and limbal relaxing incisions, hyperopia and overcorrected astigmatism have occurred. The consumer reported they are unable to see with the resulted anisometropia. The consumer did not provide any contact info; therefore, no follow up could be conducted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. No enough info was provided from the account for further investigation. The consumer did not provide any contact info, therefore, no f/u could be conducted. (B)(4).